Manufacturer narrative:
A customer reported that the battery pack will not stay in the AED. This AED nor its electronic log files were returned and thus the root cause could not be determined. Based on the fact that this AED is well beyond its 10-year design life, and the reported problem, the customer was advised to remove the AED from service.

Event description:
A customer reported that the battery pack will not stay in the AED. The customer stated that the asi light is flashing green but the battery want stay in the unit. They reported that this did not occur during patient use.